Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that a patient expired after withdrawal from support following implantation of a lvad. The patient suffered an extensive post-operative course with failure to thrive. The decision was made to withdraw support after discussion with the team and members of the family. The patient expired in the hospital. The device was not returned to the manufacturer for evaluation as it remains implanted. Therapeutic center does not believe the reported event was related to the device. Death is a known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidities are known possible contributors to this type of event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
Approximately seven months post hvad implantation via sternotomy approach this patient reportedly expired after withdrawal of support. During the procedure the surgeon removed a left atrial mass. The procedure was otherwise considered a "smooth case". The patient's post-operative course; however, resulted in extensive hospitalization and failure to thrive post-implant. His comfort was maintained with a morphine infusion until death. The family declined an autopsy and the device will not be returned to the manufacturer for evaluation as it remains implanted in the patient post-mortem.

Manufacturer narrative:
The site has indicated that the pump remains implanted, therefore it will not be returned. Device remains implanted